Manufacturer narrative:
Device received with broken reservoir tube lip noted. Device passed displacement test. The test reservoir was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were harder to press and plastic chipped off around reservoir opening. Customer declined to provide report to 24 hour technical support. Insulin pump will not be returned for analysis.